Event description:
It was reported that the ilet charger was not functioning as expected, with the charger indicator light blinking and the device showing very low battery despite attempts to charge, including use of an alternate outlet and repositioning the device; the power cord at the back of the device was described as loose, and a replacement charger was sent. Symptoms included very low device battery. Outcomes included the need for replacement supplies and user troubleshooting education. Investigation included remote troubleshooting and assessment of charging behavior. Investigation of this case revealed a suspected charging failure associated with a loose power connection at the charger or device interface. It was concluded, based on previously established findings for similar reports, that the cause was a probable component connection issue with the external power supply or cable.